Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had my removal in may') in a female patient in her twenties who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovary cysts"), chest pain ("chest pain"), palpitations ("heart palpitation") and gait disturbance ("winded just walking") and was found to have weight increased ("weight loss after removal"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) ). Essure was removed. At the time of the report, the pelvic pain, weight increased, ovarian cyst, chest pain, palpitations and gait disturbance outcome was unknown. The reporter considered chest pain, gait disturbance, ovarian cyst, palpitations, pelvic pain and weight increased to be related to essure. The reporter commented: essure was implanted at age 28. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Event 'ovarian cyst' was added. Age of patient, start date of product and reporter were added. Product tab was updated. On 23-mar-2020: content from social media received. Even pelvic pain,chest pain,heart palpitation,easily winded just walking, was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("I had my removal in may") in an 28 year-old female patient in her twenties who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), ovarian cyst ("ovary cysts"), chest pain ("chest pain"), palpitations ("heart palpitation") and gait disturbance ("winded just walking") and was found to have weight increased ("weight loss after removal"). The patient was treated with surgical essure removal (laparoscopic hysterectomy ) on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered chest pain, gait disturbance, ovarian cyst, palpitations, pelvic pain and weight increased to be related to essure administration. The reporter commented: essure was implanted at age 28. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: plaintiff fact sheet received. Patient & reporter information updated. Essure start & stop date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my removal in may') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight loss after removal"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("I had my removal in may") in a 28 year-old female patient who had essure inserted (lot no. 81051e) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dyspareunia, dysmenorrhea, parity 2, gravida ii, menses painful, muscle cramps and pelvic pain. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), ovarian cyst ("ovary cysts"), chest pain ("chest pain"), palpitations ("heart palpitation") and gait disturbance ("winded just walking") and was found to have weight increased ("weight loss after removal"). The patient was treated with surgery (laparoscopic hysterectomy/ bilateral salpingectomy cystoscopy removal of essure coil.). At the time of the report, the outcomes for these events were unknown. The reporter considered chest pain, gait disturbance, ovarian cyst, palpitations, pelvic pain and weight increased to be related to essure administration. The reporter commented: essure was implanted at age 28. 7 coils trailing on the patient right side and 3 coils trailing on the patients left side. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters,patient information,medical history,lab data,lot no., non drug treatment added. We received a <lot number/ returned sample/ serial number> in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("I had my removal in may") in a 28 year-old female patient who had essure inserted (lot no. 81051e-invalid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dyspareunia, dysmenorrhea, parity 2, gravida ii, menses painful, muscle cramps and pelvic pain. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), ovarian cyst ("ovary cysts"), chest pain ("chest pain"), palpitations ("heart palpitation") and gait disturbance ("winded just walking") and was found to have weight increased ("weight loss after removal"). The patient was treated with surgery (laparoscopic hysterectomy/ bilateral salpingectomy cystoscopy removal of essure coil.). At the time of the report, the outcomes for these events were unknown. The reporter considered chest pain, gait disturbance, ovarian cyst, palpitations, pelvic pain and weight increased to be related to essure administration. The reporter commented: essure was implanted at age 28. 7 coils trailing on the patient right side and 3 coils trailing on the patients left side. According to bayer qa, the lot number 81051e is invalid. The most recent follow-up information incorporated above includes data received on: 29-nov-2023: update of information (batch is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("I had my removal in may") in a 28 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dyspareunia, dysmenorrhea, parity 2, gravida ii, menses painful, muscle cramps and pelvic pain. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criteria medically important and intervention required), ovarian cyst ("ovary cysts"), chest pain ("chest pain"), palpitations ("heart palpitation") and gait disturbance ("winded just walking") and was found to have weight increased ("weight loss after removal"). The patient was treated with surgery (laparoscopic hysterectomy/ bilateral salpingectomy cystoscopy removal of essure coil.). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2018. The reporter considered chest pain, gait disturbance, ovarian cyst, palpitations, pelvic pain and weight increased to be related to essure administration. The reporter commented: essure was implanted at age 28. 7 coils trailing on the patient right side and 3 coils trailing on the patients left side. According to bayer qa, the lot number 81051e is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.